Event description:
Customer called to report that the quality controls (qc) were running low on the access 2 immunoassay system. Customer stated that patient samples were run and generated results of 0.00 nanograms per milliliter (ng/ml). Customer confirmed that no results were reported out of the laboratory, but refused to provide any additional information. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which it was discovered that the reagent pack was previously loaded on an alternate instrument in the laboratory. Customer stated that qc recovery was within range after placing a new, unopened reagent pack on board. Furthermore, a system check performed on (B)(6) 2012 passed all parameters. Service was not dispatched as the issue was resolved with routine troubleshooting instructions provided by the cts.

Manufacturer narrative:
The root cause of the issue was due to customer's use of a shared reagent pack. When a reagent pack is loaded incorrectly, or in this case, shared with another instrument, the system cannot detect if a pack has been loaded into the wrong slot, or whether it has been loaded at all. The issue was resolved with the troubleshooting guidance provided by the cts, when customer replaced the shared reagent pack with an unused reagent pack. Customer has not called back to report any further issues relating to this event. ((B)(4).)